Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of damaged guidewire was confirmed, use related. The product returned was one guidewire and plastic hoop. The guidewire and hoop both exhibit red residue, indicating use. One end of the guidewire exhibits a burr. The burr found during gross visual observation was revealed to be the last coil of the guidewire, which had been removed from the anchor point and unraveled. A smooth surface texture was noted near the end of the unraveled coil. An attempt was made to advance the barbed end of the guidewire into a 21 gauge introducer needle and heavy resistance was met upon insertion, indicating that the barb was likely not present before procedure. As the guidewire was unable to be passed smoothly through an introducer needle of appropriate size, the complaint is confirmed, use related. The product IFU states, "be careful when introducing guidewires, since mechanical damage can be inflicted upon the guidewire during insertion or removal of the wire, resulting in possible fracture of the guidewire." A lot history review (lhr) of rezj1444 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (rezj1444) have been reported from one china facility.

Event description:
It was reported by the nurse that a microintroducer kit was opened for use during catheter placement on (B)(6) 2016. The needle was to be withdrawn after the guidewire was partially placed into the patient's body. It was found that the end of the guidewire was rough and the needle could be withdrawn easily and it was difficult for introducer sheath to enter through the end of guidewire.